Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that one low battery warning was recorded on (B)(4) 2014. Evidence of excessive battery usage was observed in the black box history on (B)(4) 2014. The battery compartment was fully intact; no damage or cracks was observed. There was no evidence of moisture contamination found inside the battery compartment or on the underside of the battery cap. The battery cap was able to fully secure to the pump. No power loss was observed during investigation. The pump current draws were found to be within the required specifications. The pump case was removed and no evidence of damage or loose components was found inside the pump. The battery terminal contacts were inspected and no evidence of intermittent contact was found. The complaint of short battery life was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump battery life did not meet the expectations of the user. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.